Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during use of the left ventricular (lv) lead abnormal left ventricular septal motion occurred that was noted as related to pacemaker activation. The lv lead remains in use. No further patient complications have been reported as a result of this event. The patient is a participant in a clinical study.